Event description:
It was reported that during a lobectomy procedure, at the second firing, the pleural membrane was split and could not be stapled properly. When the cutting tissue was checked, it was found that the staples of the proximal part were malformed. Another device was used to complete the case. There were no adverse consequences to the patient. The device was discarded.

Manufacturer narrative:
(B) (4). (B) (4). Information is unavailable; device was not returned for evaluation.